Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient reports to be suffering from fear, anxiety and groin pain. The patient also reports to be on coumadin. According to the medical records, the filter was deployed in an infrarenal location without any reported complications. The patient tolerated the procedure well. Originally, the patient was admitted for extensive left lower extremity deep venous thrombosis (dvt) and hypokalemia and has a history of scoliosis, hypercholesterolemia and chronic lumbago. The patient had undergone a recent morphine pump removal which the patient had received for pain management and had leg pain. The medical records also state that the patient suffered from chronic pain due to the multiple surgeries received from the scoliosis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was deployed in an infrarenal location without any reported complications. The patient tolerated the procedure well. Originally, the patient was admitted for extensive left lower extremity deep venous thrombosis (dvt), hypokalemia, scoliosis, hypercholesterolemia and chronic lumbago. The patient had undergone a recent morphine pump removal which the patient had received for pain management and had leg pain. The medical records also state that the patient suffered from chronic pain due to the multiple surgeries received from the scoliosis. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to perforation of the inferior vena cava (ivc) vein. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering; and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient reports to be suffering from fear, anxiety and groin pain. The patient also reports to be on coumadin. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15478342 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of defendants' optease filter on or about (B)(6) 2011, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, perforation of her inferior vena cava (ivc) vein. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering; and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.  Implant date: on or about (B)(6) 2011.

Event description:
As reported by the legal brief,  the patient underwent placement of defendants' optease filter on or about (B)(6) 2011, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, perforation of her inferior vena cava (ivc) vein. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering; and other damages.